Event description:
During the deployment of perclose closure device, it was noted that the device malfunctioned resulting in perforation of right femoral artery. This led to the case being aborted. Requiring vasopressors and possible blood transfusions and/or vascular surgery intervention. When deploying this device the feet of the device did not properly retract and when extracting the device is caused a vascular complication. Manufacturer response for perclose prostyle suture-mediated closure, perclose prostyle suture-mediated closure (per site reporter). The abbott rep was made aware. We have not received any feedback from them as we have retained the device.